Event description:
It was reported during the superior cerebellar artery (sca) aneurysm case, after the subject stent entered the microcatheter, the physician found that it could not be advanced further. The stent and microcatheter were then withdrawn as a whole, and upon inspection, it was discovered that the stent had become deployed inside the microcatheter during use. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D4 gtin - added, d4 expiration date - added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h3 device evaluated by mfg ¿updated, h4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a deployed condition, which is aligned with the product condition update. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. A cut section of the microcatheter was returned. All 3 marker bands were present on both ends of the stent. The stent was severely deformed. The proximal end was broken/fractured. The distal tip of the sdw was not returned. The sdw was kinked/bent at the proximal and distal ends. Functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the subject stent was received in a deployed condition, which is aligned with the product condition update. The stent was severely deformed, and the proximal end was broken/fractured. The distal tip of the sdw was not returned, and sdw was kinked/bent at the proximal and distal ends. The introducer sheath was not returned. One possible explanation for the event is that the introducer sheath was initially positioned correctly but subsequently shifted (most likely distally) prior to stent advancement. Unlike some microcatheters, where the internal hub profiles closely match the external profile of the introducer sheath tip, the used microcatheter does not provide the same level of compatibility. The stent, in turn, would become damaged as it passes through the deformed distal tip opening of the sheath. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in more damage to the stent and to the sdw. However, as the introducer sheath was not returned for evaluation, it cannot be conclusively determined whether the sheath had shifted distally or proximally during the procedure. The as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed stent broken/fractured during use, stent deformed, sdw kinked/bent and sdw broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during the superior cerebellar artery (sca) aneurysm case, after the subject stent entered the microcatheter, the physician found that it could not be advanced further. The stent and microcatheter were then withdrawn as a whole, and upon inspection, it was discovered that the stent had become deployed inside the microcatheter during use. The procedure was completed successfully with another device without any clinical consequences to the patient.